Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which located 02 similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple half height cubie pockets were not detected on the bus. A field service engineer (fse) assisted the customer to shut down the station for 10 minutes and booted the station into the application. The station came online, and the drawer was recovered to resolve the issue. The system functioned as intended after the field service engineer assessed the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, multiple half height cubie pockets were not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.